Event description:
It was reported that episodes of undersensing were observed on the device that resulted in inappropriate high-voltage (hv) therapy. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.